Event description:
A medtronic representative reported that the screw on the open spine clamp was stripped. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the attachment screw travel is very difficult, but not due to a stripped screw. There are some metal shavings caught in the threads not allowing the normal movement. Mechanical failure, screw threads blocked, directly caused event.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.